Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an ulcer on his spine underneath the electrode belt distribution node. It was also reported that the rear therapy electrodes were rubbing against the ulcer. During a follow-up it was reported that the ulcer had not improved and the patient had been hospitalized. It is unknown if the ulcer contributed to the hospitalization or whether the patient received any medical attention to treat the ulcer. Further attempts to gather additional information were unsuccessful.